Event description:
Received mentor silicone breast implants. Started having horrible brain fog and couldn't translate my thoughts in words. My mind was all over the place. Plus sudden allergies to make up that I hadn't had prior to implants. Extreme fatigue, inflammation, muscle spasms and joint pain.